Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the infection involved the pump and catheter. The patient experienced withdrawal.

Event description:
It was reported that the pump and catheter were explanted due to "infection". No further information was provided; the device was received and analyzed. Drug delivered via the pump was lioresal.

Event description:
The patient's pump and catheter were explanted. The patient required hospitalization due to the event; recovered without sequelae.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted on: (B)(6) 2009, explanted on: (B)(6) 2011. Final analysis of the pump revealed no anomaly, normal device function. Returned for analysis was an incomplete catheter (40 degree pump connector and proximal segment only), which revealed no anomaly, acceptable catheter testing.